Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a c-section, the needle tip broke off in the patient. An x-ray was performed and the x-ray came back clear. This added an additional 30 to 40 minutes to the surgery. Another suture was used to finish the case. Currently the patient is doing well. Additional information has been requested but not yet received